Manufacturer narrative:
Batch review performed on 15 november 2020: lot 1910876: (B)(4) items manufactured and released on 06-mar-2020. Expiration date: 2025-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 15 november 2020: reverse shoulder system 04.01.0111 humeral reverse metaphysis +9mm/0¿ (k170452) lot 1910876: (B)(4) items manufactured and released on 05-feb-2020. Expiration date: 2025-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed, one month after primary surgery, due to implant dislocation (glenosphere from liner). Metaphysis (+9mm flat replaced with +9mm +20r) and liner (+3mm 39 replaced with+6mm 39) have been successfully replaced.